Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had rejected new batteries sometimes, buttons were harder to press, had to press more than once, had a crack on the reservoir port that extended all around, backlight no longer lit up, had to rewind more than once and received frequent unexplained no delivery alarm and motor errors. The customer¿s blood glucose level was unknown. The customer mentioned that all the buttons were hard to press. The time of the insulin pump was advancing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.